Manufacturer narrative:
(B)(4). Unit received with missing retainer. Unable to perform displacement test due to missing retainer. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, cracked case on battery tube area and peeling end cap address label.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 200mg/dl at the time of the incident. The customer reported that her pump was broken and needed a replacement. The customer stated that the reservoir compartment was broken off. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.